Event description:
It was reported that prior to a percutaneous coronary interventional (pci) procedure, a compromised sterile package barrier was noted. Upon unpacking a rotablator guide wire, it was noted that the packaging pouch had already been opened. The device had no contact with the pt. The procedure was successfully completed with another of the same device.